Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experiencing high blood glucose. The blood glucose reading have been going up to 500 mg/dl. Customer has been experiencing highs for one week. Customer is fairly new to insulin pump therapy. The current blood glucose reading is 250 mg/dl. Customer stated that the insulin pump does not alarm no delivery until after she changes the infusion sets and goes high. Nothing further reported.